Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. The device was subsequently explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.